Event description:
Cuff leak on a 6lpc tracheostomy tube. The caller reported that over a period of six months three tracheostomy tubes developed cuff leaks while in use. The caller reported that each koccurrence required replacement of the tube. No further information provided.